Manufacturer narrative:
The insulin pump alarmed pump error 38 during rewind due to unlocked connector at the printed circuit board assembly. Unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error 38. The insulin pump had minor scratched display window. The motor was tested outside the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that at the start, the insulin pump failed for the customer. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.